Event description:
It was reported to the manufacturer that the existing 4web custom-made device needs to be replaced as the patient had another fracture leading to deterioration of the distal tibia. Initial surgery, performed on (B)(6) 2023, was to address an existing tibial shaft fracture. The 4web custom made device will be replaced by another 4web custom made device. The date of revision surgery has not been finalized yet.

Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. No product was returned to the manufacturer as the device remains implanted. The production records were reviewed for the product involved, no manufacturing deficiences were identified that could have contributed to this event. The cause of the event could not be determined. A follow-up report will be submitted as more information is made available. The original report was submitted to the FDA on 05-sep-2025; however, FDA requested 4web to resubmit as the initial application was routed to radiological health instead of hl7. This filing is a re-submission of the same report. No changes have been made to the content previously submitted.